Event description:
It was reported that a novum iq large volume pump had lines on the lcd screen. This was observed out of the box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. An evaluation was performed, and the display was distorted when powering up the unit with gray horizontal lines. The reported condition was verified. The cause was determined to be from the lcd component. The lcd requires replacement to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.